Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported a sjm representative was unable to turn on the patient's stimulation due to invalid impedances on the lead (date of event unknown). Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4).

Event description:
Further follow up identified the lead was explanted and replaced which resolved the issue. Reportedly, the patient had effective stimulation postoperatively. Additionally, the ipg was electively explanted and replaced during the surgery.